Event description:
Problems with attaching the axor ii to the abutment. Axor did not clamp properly. Prosthesis detached and patient fell.

Event description:
Problems with attaching the axor ii to the abutment. Axor did not clamp properly. Prosthesis detached and patient fell.